Event description:
An or technician at the user facility reports that during intraocular lens (iol) implant surgery, the iol was damaged in the cartridge of the iol delivery system. The incision was enlarged to facilitate removal and replacement of the damaged iol. Additional information has been requested.